Manufacturer narrative:
1. The customer returned 3 photos, but did not return defective sample. The photos show that the sku is 383019, the batch code is 4081473, and the leakage point of the catheter is near the catheter hub. 2. DHR/bhr review lot#4081473 1-the products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The leakage point of the catheter is identified from the returned photo, but the specific damage state of the catheter cannot be identified, so the root cause of the damage of the catheter cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional informaiton provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter defective/damaged on (B)(6) 2024 around 10:00 am, in the urology stone / anorectal surgery 2, the patient was admitted for ¿colonic mass, hypertension, hyperlipidemia, carotid plaque, chronic atrophic gastritis¿, during which the need to use the product peripheral venous catheterization. The nurse in charge took out the closed intravenous needle with complete packaging and completed the puncture of the needle according to the normal operation procedure without any abnormality, and immediately found that the bleeding was slow and there was blood oozing out of the puncture site of the needle when he drew blood from the needle. He immediately removed the closed venous needle and replaced it with another closed venous needle of the same brand, the same specification, and the same batch after a few moments of pressure, and the above phenomenon did not recur. After the test of saline injection by syringe, it was found that the indwelling catheter of the closed-type intravenous indwelling needle was broken. The above adverse events caused by the patient blood waste of about 2ml, will be faulty needle removal need to be re-second puncture indwelling, increasing the patient's pain, so it is a serious adverse events, has informed the supplier, supplier name: (B)(6).